Manufacturer narrative:
Concomitant medical product: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. The lens was returned in liquid in the lens case/vial. There was clear surgical residue on the product and lens surface. Visual inspection found tears in the optic. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
A cc4204a intraocular lens, diopter +20.5 was returned with tears on the lens. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: the reporter states the lens was opened in error. The surgeon elected to use a different lens. No patient contact, no product malfunction alleged. (B)(4).